Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to elevated blood glucose greater than 500 mg/dl. Customer was treated with fluids to resolve the issue. Although requested, no additional information was provided. Contact reported that the pump "does not work properly" and was related to hospitalization but did not provide specific information.